Event description:
It was reported that the shock lead impedance (sli) of this right ventricular (rv) lead measured at 128 ohms during a commanded shock test. This was high out of range. Technical services (ts) analyzed device data and found that this lead exhibited a gradual rise in sli over the course of 2 years increasing to 147 ohms during a daily measurement at one point. Ts suspected calcification as the cause. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the shock lead impedance (sli) of this right ventricular (rv) lead measured at 128 ohms during a commanded shock test. This was high out of range. Technical services (ts) analyzed device data and found that this lead exhibited a gradual rise in sli over the course of 2 years increasing to 147 ohms during a daily measurement at one point. Ts suspected calcification as the cause. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported.